Event description:
Material#: 2426-0007; batch number#: 24075372 and 24075359. It was reported by customer that primary tubing falling apart while they are being primed. It was reported that the tubing is ¿breaking apart just below where tubing plugs into alaris pumps¿ the two sample¿s lots are 24075372 and 24075359. These instances were not reported to being used on patients and only primed with saline. Rcc received a complaint via email. I wanted to submit another complaint about the primary tubing. We have gotten reports of the primary tubing falling apart while they are being primed. We have gotten a total of 5 different complaints but one have gotten 3 samples. One of the samples, I sent to you already. The other two, I currently have. It was reported that the tubing is ¿breaking apart just below where tubing plugs into alaris pumps¿ the two sample¿s lots are 24075372 and 24075359. These instances were not reported to being used on patients and only primed with saline. I received the complaint on (B)(6)2024 from our infusion department.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
It was reported that the tubing separates below the pump safety clamp. One photo was taken by the customer that verifies the complaint. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause could be related to lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. Reported lots were manufactured in august 26 and sep 19 of 2024, before actions implemented for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on (B)(6) 2024. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.